Event description:
The patient complained of pain at the epidural insertion site following colon resection. Upon physician removal of the catheter, approximately 1 cm of epidural catheter broke off into the epidural space.